Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced a no audio alert and a hypoglycemic event. Patient woke up. Patient's continuous glucose monitor (cgm) display value was "low." Patient's daughter checked patient's finger stick (fs) value and it was 23 mg/dl. Patient's husband treated patient with jelly. Patient may have been treated with juice, but could not recall. No ambulance was called or doctor contacted. At the time of contact, patient is good. Additionally, the patient tested the receiver's alerts and it did not work. No further event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing could not be performed due to a call tech support alert on the display screen. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.